Manufacturer narrative:
The MFR has evaluated this event and confimred that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed in sites #4 and #11 (class ii bone) on 3/3/97 during a complex procedure. The clinician reports that the pt was wearing orthodontic appliances making access difficult. The clinician also reports that implant failure was due to limited bone width and that the pt had a fever one week prior to surgery. The implants were removed on 5/16/97. The removal of the other implant is covered under MFR report #1222315-1997-00187.